Event description:
Report received from the USA stating that the device will not rotate. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "device could not secure the cutter" was confirmed. During the pre-repair eval it was confirmed that the xmax motor was unable to secure the cutter. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).